Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion and prime tests. It was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to confirm motor position encoder error alarm due to erased history file. There was no a70 alarm during testing noted. The pump had a cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting determined the customer was not near an MRI machine. However the insulin pump was stuck in a motor error prime/rewind loop. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.